Event description:
It was reported that v.a.c. Granufoam dressing was difficult to remove from a wound using a standard debridement procedure after v.a.c. Therapy was discontinued. According to the rptr, the foam will be removed during planned surgical debridement prior to a skin flap procedure at a later time.